Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal..

Event description:
It was reported that during the implant procedure, the active fixation mechanism of an atrial lead was not functioning and the helix would not extend. The lead was not implanted and was replaced. No issues were reported and patient was stable before, during and after the procedure.